Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device") and genital haemorrhage ("heavy bleeding/ abnormal bleeding") in a (B)(6)-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginal discharge, vaginal dryness, dysuria, stress incontinence, libido decreased, nocturia and br. Concomitant products included paracetamol (tylenol) for migraine. In 2007, the patient experienced menorrhagia ("heavy menstrual bleeding / abnormal bleeding menorrhagia"). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain during intercourse") and back pain ("back pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). The patient was treated with hydrocodone and surgery (partial hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, hormone level abnormal, vaginal haemorrhage, female sexual dysfunction, migraine, headache, nausea, dysmenorrhoea and fatigue outcome was unknown and the genital haemorrhage, dyspareunia, back pain and menorrhagia had not resolved. The reporter considered back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff continues to suffers from injuries caused by essure and continues to treat with her healthcare providers for the same. After placement was noted, 4 coils noted from the right ostia,there were noted 3 visible coils after placement on the left tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in october 2007: coils were in proper placement on (B)(6) 2007 hysterosalpingogram should there are bilateral essure devices in place. The uterus is normal in size and configuration. No contrast is visualized extending into either fallopian tube or into the peritoneal cavity. No other significant findings are noted. Essure confirmation test: dye test should follow-up tubal occlusion. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: dysmenorrhea, menorrhagia, dyspareunia, abdominal pain, pelvic pain. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 1-mar-2018: pfs and medical records received. Events added from pfs- hormonal changes, abnormal bleeding vaginal, apareunia (inability to have sexual intercourse), mal position of essure device, migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, abdominal pain, naval. Concomitant disease were added. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device") and genital haemorrhage ("heavy bleeding/ abnormal bleeding") in a 27-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test: dye test should follow-up tubal occlusion. Concurrent conditions included vaginal discharge, vaginal dryness, dysuria, stress incontinence, libido decreased, nocturia and bromide abnormal nos. Concomitant products included paracetamol (tylenol) for migraine. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced dyspareunia ("pain during intercourse/dyspareunia (female sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), 1 day after insertion of essure (ess205). In (B)(6) 2007, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower, menorrhagia ("heavy menstrual bleeding / abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), anger ("angry/quick temper") and mood altered ("rapid mood changes"). On (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2007, the patient experienced genital haemorrhage (seriousness criterion medically significant) and back pain ("back pain"). On an unknown date, the patient was found to have hormone level abnormal ("hormonal changes"). The patient was treated with hydrocodone and surgery (partial hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation and hormone level abnormal outcome was unknown, the genital haemorrhage and back pain had not resolved and the dyspareunia, menorrhagia, vaginal haemorrhage, female sexual dysfunction, migraine, headache, nausea, dysmenorrhoea, fatigue, anger and mood altered had resolved. The reporter considered anger, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mood altered, nausea and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff continues to suffers from injuries caused by essure and continues to treat with her ealthcare providers for the same. After placement was noted, 4 coils noted from the right ostia,there were noted 3 visible coils after placemen on the left tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: hysterosalpingogram should there are bilateral essure devices in place. The uterus is normal in size and configuration. No contrast is visualized extending into either fallopian tube or into the peritoneal cavity. No other significant findings are noted. Total bilateral occlusion.; in (B)(6) 2007: results: coils were in proper placement. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: dysmenorrhea, menorrhagia, dyspareunia, abdominal pain, pelvic pain. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 5-mar-2019: pfs received. Onset date of event were updated. Outcome of the event : abnormal bleeding, dysmenorrhea, pain, nausea, migraines, headaches, fatigue, dyspareunia and hormonal changes. Lab data were updated. Event : angry/quick temper and rapid mood changes were added. Event verbatim were updated as pain during intercourse/dyspareunia (female sexual intercourse). Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device') and genital haemorrhage ('heavy bleeding/ abnormal bleeding') in a 27-year-old female patient who had essure (ess205) (batch no. 823195,823845) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test: dye test should follow-up tubal occlusion. Concurrent conditions included vaginal discharge, vaginal dryness, dysuria, stress incontinence, libido decreased, nocturia and bromide abnormal nos. Concomitant products included paracetamol (tylenol) for migraine as well as meloxicam since 2015 to (B)(6) 2017. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced dyspareunia ("pain during intercourse/dyspareunia (female sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), 1 day after insertion of essure (ess205). In (B)(6) 2007, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower, menorrhagia ("heavy menstrual bleeding / abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), anger ("angry/quick temper") and mood altered ("rapid mood changes"). On (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2007, the patient experienced genital haemorrhage (seriousness criterion medically significant) and back pain ("back pain"). On an unknown date, the patient was found to have hormone level abnormal ("hormonal changes"). The patient was treated with hydrocodone and surgery (partial hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation and hormone level abnormal outcome was unknown, the genital haemorrhage and back pain had not resolved and the dyspareunia, menorrhagia, vaginal haemorrhage, female sexual dysfunction, migraine, headache, nausea, dysmenorrhoea, fatigue, anger and mood altered had resolved. The reporter considered anger, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mood altered, nausea and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff continues to suffers from injuries caused by essure and continues to treat with her ealthcare providers for the same. After placement was noted, 4 coils noted from the right ostia,there were noted 3 visible coils after placemen on the left tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: hysterosalpingogram should there are bilateral essure devices in place. The uterus is normal in size and configuration. No contrast is visualized extending into either fallopian tube or into the peritoneal cavity. No other significant findings are noted. Total bilateral occlusion.; in (B)(6) 2007: results: coils were in proper placement. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: dysmenorrhea, menorrhagia, dyspareunia, abdominal pain, pelvic pain. Most recent follow-up information incorporated above includes: on 29-oct-2019: pfs received. Reporter information, lot number added. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device') and genital haemorrhage ('heavy bleeding/ abnormal bleeding') in a 27-year-old female patient who had essure (ess205) (batch no. 823195/823845-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test: dye test should follow-up tubal occlusion. Concurrent conditions included vaginal discharge, vaginal dryness, dysuria, stress incontinence, libido decreased, nocturia and bromide abnormal nos. Concomitant products included paracetamol (tylenol) for migraine as well as meloxicam since 2015 to (B)(6) 2017. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced dyspareunia ("pain during intercourse/dyspareunia (female sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), 1 day after insertion of essure (ess205). In (B)(6) 2007, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower, menorrhagia ("heavy menstrual bleeding / abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), anger ("angry/quick temper") and mood altered ("rapid mood changes"). On (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2007, the patient experienced genital haemorrhage (seriousness criterion medically significant) and back pain ("back pain"). On an unknown date, the patient was found to have hormone level abnormal ("hormonal changes"). The patient was treated with hydrocodone and surgery (partial hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation and hormone level abnormal outcome was unknown, the genital haemorrhage and back pain had not resolved and the dyspareunia, menorrhagia, vaginal haemorrhage, female sexual dysfunction, migraine, headache, nausea, dysmenorrhoea, fatigue, anger and mood altered had resolved. The reporter considered anger, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mood altered, nausea and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff continues to suffers from injuries caused by essure and continues to treat with her ealthcare providers for the same. After placement was noted, 4 coils noted from the right ostia,there were noted 3 visible coils after placement on the left tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: hysterosalpingogram should there are bilateral essure devices in place. The uterus is normal in size and configuration. No contrast is visualized extending into either fallopian tube or into the peritoneal cavity. No other significant findings are noted. Total bilateral occlusion.; in (B)(6) 2007: results: coils were in proper placement. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: dysmenorrhea, menorrhagia, dyspareunia, abdominal pain, pelvic pain. Lot numbers reported (823195 and 823845) are not valid. Most recent follow-up information incorporated above includes: on 8-nov-2019: update of information (batch is not valid). No valid lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains and cramping") and genital haemorrhage ("heavy bleeding") in a female patient who received essure (ess205) for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient started essure (ess205). In 2007, the patient experienced pain ("pain") and menorrhagia ("heavy menstrual bleeding"). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain during intercourse") and back pain ("back pain"). At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, back pain, pain and menorrhagia had not resolved. The reporter considered pelvic pain, genital haemorrhage, dyspareunia, back pain, pain and menorrhagia to be related to essure (ess205). The reporter commented: plaintiff continues to suffers from injuries caused by essure and continues to treat with her healthcare providers for the same. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2007: hysterosalpingogram result was coils were in proper placement. Company causality comment: this spontaneous report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and after a few months began to experience pelvic pains and cramping and heavy bleeding. The plaintiff continued to seek medical treatment for the events. Pelvic pain and genital bleeding, considered serious due to medical significance, are anticipated according to the reference safety information of essure. This report provided limited information, however, as pelvic pain and genital bleeding can occur during the use of essure and no alternative explanations were reported, a causality of the essure micro-inserts cannot be excluded (related). Additional non-serious events were also reported. The case was classified as incident because of prolonged medical intervention. A product technical analysis is awaited. Further information is expected only through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains and cramping") and genital haemorrhage ("heavy bleeding") in a female patient who had essure (ess205) inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pain ("pain") and menorrhagia ("heavy menstrual bleeding"). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain during intercourse") and back pain ("back pain"). At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, back pain, pain and menorrhagia had not resolved. The reporter considered back pain, dyspareunia, genital haemorrhage, menorrhagia, pain and pelvic pain to be related to essure (ess205). The reporter commented: plaintiff continues to suffers from injuries caused by essure and continues to treat with her healthcare providers for the same. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: coils were in proper placement . Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 3-may-2017: quality safety evaluation of product technical complaint. Company causality comment this spontaneous report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and after a few months began to experience pelvic pains and cramping and heavy bleeding. The plaintiff continued to seek medical treatment for the events. Pelvic pain and genital bleeding, considered serious due to medical significance, are anticipated according to the reference safety information of essure. This report provided limited information, however, as pelvic pain and genital bleeding can occur during the use of essure and no alternative explanations were reported, a causality of the essure micro-inserts cannot be excluded (related). Additional non-serious events were also reported. The case was classified as incident because of prolonged medical intervention. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information is expected only through the litigation process.